Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by cts in resetting the pump, which resolved the issue, and was instructed to continue using the pump and to call back if any malfunction code recurs.